Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician deployed a taxus express2 3.0 x 16 mm drug eluting stent in a moderatly calcified lesion in a moderately tortuous mid-rca. The taxus stent was deployed at 14 atms and the balloon was deflated. The physician then noted some resistance while attempting to withdraw the delivery device; the delivery balloon was sticking to the stent. The physician deep-seated the guide catheter and was able to remove the balloon intact. He then deployed a second taxus express2 3.0 x 16 mm drug eluting stent in the proximal rca. No pt injuries or complications were reported.